Event description:
Report received of an adverse event while the device was in use. The customer reported that this was due to an "educational issue" with the nurse. The pt was admitted to the ICU from the o.r. After a cardiac artery bypass grafting surgery. The pump was programmed to deliver an unspecified maintenance fluid on line a, and primacor with an unspecified concentration and rate on line c. It was reported that approximately 15 minutes after transferring the pt to the ICU, the nurse stopped line a to change the bag, and at the same time line c was also stopped. The pt's systolic blood pressure decreased from "100's to the 50's." A nearby anesthesia technician immediately assisted the nurse in reprogramming the pump, and delivery on both lines was resumed. The pt was also given "an amp of calcium" at that time. The pt's blood pressure reportedly increased to a "hypertensive level," and then "settled out" to a stable blood pressure. The pt was reported as "fine" after the event. There was no reported adverse pt sequela. Multiple unsuccessful attempts have been made to obtain additional info.